Manufacturer narrative:
Original complaint is not confirmed. Performed investigation. Memory overwirte was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported "pc" displayed on screen of their freestyle flash. During return product investigation, memory overwrite malfunction was exhibited.